Event description:
It was reported that a lead warning was triggered two days post implant. There was high pacing impedance noted along with oversensing of noise. The patient returned to the catheterization lab and the pocket was opened. It was discovered that the lead fell out of the header due to a loose set screw on the implantable pulse generator (ipg). The lead was placed back into the header and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.